Event description:
It was reported that bd alaris pump module smartsite infusion set was missing a component the following information was received by the initial reporter with the following verbatim it was reported by customer that nurse noticed, prior to spiking medication with tubing, that the bd alaris pump infusion set back check valve was missing the roller clamp.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the roller clamp was missing, and returned one set of material, 2420-0500, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The complaint of misassembly and missing roller clamp was verified. The manufacturing plant found the root cause for the missing roller clamp to be related to assembly error. The plant implemented a guard on the tubing assembly fixture in order to avoid the missing roller clamp issue. The guard was implemented march 31, 2025, after this lot was released. The lot number of 24103325 was found from the tubing set's smart site component ID. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.